Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the lips with 0.7 cc of juvéderm® volift¿. Four months later, the patient experienced ¿inflammation¿ in the lips that increased with ¿small lumps.¿ the patient was treated with ciprofloxacin for 10 days + 3 weeks of deflazacort 30 + 60 + 30. On the third week the inflammation increased and treatment was change to: 1 day of urbason 40 mg and continued with 60 mg of deflazacort + augmentin 875/125 mg for 10 days. Event is ongoing.